Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced elevated blood glucose to 280 mg/dl after a meal and stress, then received repeated alert 38 notifications indicating consecutive stalled motor, and was connecting the cartridge to the connector outside of the pump, which led to delivery interruption until a restart and full supply change were completed; the event involved an infusion set and cartridge with the infusion set connector not attached correctly. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient device problem details and insufficient component information beyond user technique, though improper infusion set connection was identified and corrected with education. It was concluded, based on previously established findings for similar reports, that the cause was not established.